Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis was performed which identified white particles on outer shell. Leak test was performed which identified no leakage on device. Fill inspection was performed and identified no blockage in the valve. Microanalysis identified partial separation of diaphragm valve assessed as adhesive failure. Additional visual analysis identified void on valve side out specification assessed as workmanship. Based on the device analysis the final assessment is: no openings were observed on the device or issues related with the complaint of deflation. Void on valve side out specification, however it is not related to reported event. A further investigation was requested due to the workmanship issue found during the device analysis. The review of the documentation associated with the manufacturing process indicates that all devices with the work order were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. During the device analysis it was found a void on valve side out specification. The issue with air voids will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Patient reported a left side deflation. The healthcare professional confirmed the event. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Patient reported a left side deflation. The healthcare professional confirmed the event. The device remains implanted.